Manufacturer narrative:
The device has not been returned/received to date. If the device is received we will submit a supplemental with the investigation findings. We are unable to confirm the cause of the reported thermal event. The reported thermal device malfunction is associated with a personal diabetes manager manufactured after the correction for action (B)(4) was implemented. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported the omnipod 5 controller/personal diabetes manager (pdm) was warm to the touch and displayed a message stating to select boot mode before the display turned black. The patient began charging the pdm and powercycled the device which led the charging symbol to appear. The pdm stated the charge was 0% when, just prior to this event, it was 90%. The battery level rose to 6% while the pdm was charging however, it then started to drain rather than increase in charge. No harm to the patient was reported and no medical assistance was required. A replacement pdm was issued to the patient.